Manufacturer narrative:
Complaint conclusion: as reported, five days after using a 6f/7f mynxgrip vascular closure device (vcd) the patient experienced infection and pus with suppuration at the puncture site after discharge and returned to the hospital for re-treatment. Six days post procedure an ultrasound examination revealed suppurative infection in the puncture tract, with no bleeding at the vessel site. An infection was confirmed by culture, for which the patient was treated with medication. Eight days post procedure, the physician surgically removed the device plug and provided anti-infection treatment at the puncture site. Following subsequent medication and dressing changes, the puncture site condition improved. One week after removal, the puncture site had returned to normal. The device packaging was not compromised, was opened in a sterile field, and sterile technique was followed. The mynx vascular closure device was prepared per instructions for use (IFU). The patient initially achieved successful hemostasis with the mynxgrip vascular closure device postoperatively. The mynxgrip vascular closure device was used without issue during the procedure. A 7f non-cordis sheath introducer was used. No prophylactic antibiotics were given pre-procedure. The patient received local anesthesia and the procedure was performed as an inpatient procedure. Hospitalization lasted one week. Post-procedure site care included dressing changes and sterile bandaging. The patient had no immunocompromised conditions, was not a smoker, and femoral artery suitability was verified via angiography with no tortuosity or calcification observed. The procedure was interventional using a retrograde approach. The deployer was mynx certified. The device was not returned for evaluation as it was disposed of by the hospital. Three images were provided for review. The first two depict what appears to be the patient¿s left groin. The first image shows the site covered with what is most likely iodine, with a yellow-tinted solid substance emerging from the puncture site. This substance appears more consistent with extruded sealant material than with purulent discharge. The second image shows the substance is no longer present. Forceps in the image were holding a fabric soaked in a dark red substance, possibly iodine, and lifting the abdominal fold, opening up the puncture site wound. The puncture site surrounding area appears slightly swollen. The third image shows a gauze pad containing material consistent with the sealant, red-tinted on one end and yellow-tinted on the other, along with a blood-soaked medical tissue. This suggests the material seen emerging from the puncture site in the first image was the sealant. Although the tissue and gauze were blood-stained, no evidence of active bleeding was observed in the images provided. A product history record (phr) review of lot f2512301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. An infection resulting from invasive procedures is a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event of ¿infection¿ cannot be observed due to the nature of the complaint, and it could not be confirmed without the review of the wound cultures performed. However, the images indicate a reaction at the site, which could suggest an infection. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Additionally, a foreign body reaction, which is defined as the expelling of the sealant from the tissue tract post deployment, possibly occurred per picture analysis. A foreign body reaction is a known potential adverse event associated with the polyethylene glycol (peg) sealant after implantation in the patient. Foreign body reactions can occur due to patient factors (such as the patient¿s sensitivity to the peg material), procedural factors (such as improper placement of the sealant within the patient), and the post-care treatment of the access site. Foreign body reactions/sealant expulsions on their own typically do not require medical intervention as hemostasis was originally achieved with the sealant prior to the foreign body reaction event. According to the mynxgrip IFU, which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ according to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a clean, dry band-aid every day for five days or until a scab has formed at the site. Change the band-aid as needed. Keep the site clean and dry. You may shower 24 hours after the procedure, but do not bathe or use a pool until the wound has completely closed. Gently clean your puncture site with soap and warm water. After showering, gently pat-dry the site with a clean towel; then let the site air-dry before covering with a band-aid. Limit tight fitting clothes or underwear that may irritate the puncture site until the site has healed.¿ the patient brochure also instructs, ¿no heavy lifting of anything over 5 pounds (equivalent to a 1/2 gallon of milk). No pushing or pulling. No vigorous activity or straining. Avoid stairs unless necessary: if necessary, take them slowly. Coughing, sneezing, or straining for a bowel movement: support your groin by pressing with your palm on top of the dressing/bandage. Sexual activity: check with your doctor. No strenuous exercise. Avoid driving unless necessary.¿ based on the picture analysis, phr review, and available information, there is no indication to suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, five days after use of a 6/7f mynxgrip vascular closure device (vcd) the patient experienced infection and pus with suppuration at the puncture site after discharge and returned to the hospital for re-treatment. Six days post procedure an ultrasound examination revealed suppurative infection in the puncture tract, with no bleeding at the vessel site. An infection was confirmed by culture, for which the patient was treated with medication. Eight days post procedure, the physician surgically removed the device plug and provided anti-infection treatment at the puncture site. Following subsequent medication and dressing changes, the puncture site condition improved. One week after removal, the puncture site had returned to normal. The device packaging was not compromised, was opened in a sterile field, and sterile technique was followed. The mynx vascular closure device was prepared per instructions for use (IFU). The patient initially achieved successful hemostasis with the mynxgrip vascular closure device postoperatively. The mynxgrip vascular closure device was used without issue during the procedure. A 7f non-cordis sheath introducer was used. No prophylactic antibiotics were given pre-procedure. The patient received local anesthesia and the procedure was performed as an inpatient procedure. Hospitalization lasted one week. Post-procedure site care included dressing changes and sterile bandaging. The patient had no immunocompromised conditions, was not a smoker, and femoral artery suitability was verified via angiography with no tortuosity or calcification observed. The procedure was interventional using a retrograde approach. The deployer was mynx certified. The device will not be returned for evaluation as it was disposed of by the hospital.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2512301 presented no issues during the manufacturing process that can be related to the reported event. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.